Manufacturer narrative:
Concomitant medical products: 995ms27 tissue valve, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) alerted for a single rv coil impedance jump to an out of range high rv coil measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.